Event description:
Lead fracture with impedances greater than 3000 ohms. Physician decided to replace the lead. The implant date was not provided.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual and electrical inspection. The visual inspection revealed the ligature marks approx. 36 cm distal to the is4connector pin. Abrasion marks were found along the lead body. Further inspection showed a deformed insulation approx. 38.5 cm distal to the is4 connector pin. In that section, the conductor coils to the ring electrodes and to the lead tip were found fractured. These broken contacts were confirmed during the electrical analysis. Thus the stimulation impedance could not be measured. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. Furthermore, cuts in the insulation were observed which occurred most likely during the explant procedure. Blood penetrated the lead. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.

Event description:
Ous MDR - lead fracture with impedances greater than 3000 ohms. Physician decided to replace the lead. The implant date was not provided.